Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 470 mg/dl, lethargy, confusion, and diabetic ketoacidosis. Reportedly, cartridge change errors occurred with multiple cartridges during the load sequence, and customer was unable to load a new cartridge. Additionally, customer has stage 5 kidney disease, and customer experiences erratic bg levels. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. Customer declined to provide further information regarding cartridge alarm 25. Reportedly, the customer reverted to manual injections for insulin therapy.